Manufacturer narrative:
Medtronic received the following information from a journal article entitled; one-stage hybrid procedure for distal aortic arch disease: mid-term experience at a single center chen sw, zhong yl, qiao zy, li cn, ge yp, qi rd, hu ho, sun lz, zhu jm. Journal of thoracic disease 2020;12(12):7117-7126. Doi:10.21037/jtd-20-2338. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent grafts and non mdt stent grafts were implanted in patients in one-stage hybrid procedures combining thoracic endovascular aortic repair (tevar) with extra-anatomic bypass for the treatments of distal aortic arch disease on unknown dates. The following malfunctions were reported; migration, type I endoleak, type ii endoleak. The following adverse events were reported; stroke, thrombosis/stenosis, infection, spinal cord injury, rupture, d-sine, bleeding, re-intervention. Patient deaths were reported but there is no causal link that a valiant stent graft caused or contributed to any deaths.